Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation-lens was returned dry in a small vial, with clear residue on the lens. Visual inspection found the lens was torn into two pieces. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -11.5/+3.0/089 diopter, into the patient's right eye (od), it tore/broke during injection. This occurred on (B)(6) 2017 and the lens was immediately explanted. The cause for the tear/break is unknown at this time. On (B)(6) 2017 a replacement lens of the same size and similar diopter was implanted successfully.

Manufacturer narrative:
Previous: this occurred on (B)(6) 2017 and the lens was immediately explanted. The cause for the tear/break is unknown at this time. On (B)(6) 2017 a replacement lens of the same size and similar diopter was implanted successfully. Corrected: this occurred on (B)(6) 2017 and the lens was explanted in the same day. The cause for the tear/break is unknown at this time. On (B)(6) 2017 a replacement lens of the same size and similar diopter was implanted successfully. (B)(4).